Event description:
It was reported that the customer required assistance with reprogramming basal rates and bolus wizard on the insulin pump, after the customer was discharged from the hospital. This was per his doctor's instructions. The customer's blood glucose was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.